Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's permanent implant procedure, the ipg would not communicate with the clinician programmer despite multiple attempts. As such, the ipg was inoperable. A replacement ipg was used which resolved the issue. Stimulation was initiated without any issues.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.